Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx xenon lightsource had overheated and melted. The device fail prior to first clinical used. Patient is not prepped for surgery. No delay in the procedure due to product problem. No patient injury or death alleged. Additional information has been requested but no other clinical information has been received.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer label, there was no visible, physical damage. Internal inspection of the mlx showed that part of the lamp was melted. Functional testing found the lamp failed to ignite at hard start and there was extended clicking. Fan harness was not installed all the way into the connector at control board causing the fan to stop working and overheat. The test lamp was installed in the unit and immediately ignited and functioned properly. The reported complaint has been confirmed. The definite root cause cannot be reliably determined.